Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It reported pump quick bolus/wake button is difficult to press and/or requires multiple presses to turn on pump screen. The customer's blood glucose was 165 mg/dl. Customer applied more force to the button and the wake button performed as intended.